Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). In the case of CABG (opcab), there was a poor loading of the delivery system of the proximal seal. When carrying out the loading operation of the proximal seal to the delivery system, the proximal seal was not successfully argued to the delivery system tube. The surgeon who was used to the operation, carried out the operation of the delivery system in a normal manner, but determined that the loading was not performed properly and that there was a problem. It was judged that the polymeric seal was not properly loaded, and another heart string iii (hs-3045) was opened and used. In the second use, the polymeric seal could be loaded without any problems. The central anastomosis was also successfully performed. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: 335039 the device was returned to the factory for evaluation on 20jul2020 and investigated on 27jul2020. Signs of clinical use and evidence of blood were observed. There were specks of blood on the loading device and delivery device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
Summary: the hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). In the case of CABG (opcab), there was a poor loading of the delivery system of the proximal seal. When carrying out the loading operation of the proximal seal to the delivery system, the proximal seal was not successfully argued to the delivery system tube. The surgeon who was used to the operation, carried out the operation of the delivery system in a normal manner, but determined that the loading was not performed properly and that there was a problem. It was judged that the polymeric seal was not properly loaded, and another heart string iii (hs-3045) was opened and used. In the second use, the polymeric seal could be loaded without any problems. The central anastomosis was also successfully performed. The hospital did not report any patient effects.